Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary right l4-l5 spinal root decompression. On 1st event date the patient presented with "back pain". The investigator noted the event as moderate in intensity. The physician prescribed physical therapy, restricted activity to alleviate the condition. The event was reported as resolved with treatment in 02/99. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted the illness being treated as a possible cause for the event. On 2nd event date, patient presented with a "herniated lumbar disc l5-s1". The investigator noted the event as moderate in intensity. The physician prescribed pain and anti-inflammatory (unspecified) medication as treatment. Nerve testing was also performed. The event was reported as continuing with treatment when the patient was last seen in 08/00. The investigator noted the possible cause for the event was unknown.